Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device activity log indicates two clinical shocks were delivered during the event. In both cases, the shock button was pressed to deliver the energy. By design, the user must press the shock button to deliver energy. Additionally, the activity log shows seconds before the second shock was delivered a "fully release" prompt was announced, which reminds users to fully lift their hands from the patient's chest. The r series operator's guide, 9650-0912-01 rev. Ya, warns the user to, "warn all persons in attendance of the patient to stand clear prior to defibrillator discharge. Do not touch the bed, patient, or any equipment connected to the patient during defibrillation. A severe shock can result." The device passed all testing including bench handling, defib testing, ECG testing, and extreme stress testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while performing CPR on a patient (age & gender unknown), the device self-discharged and the staff performing CPR received an unintended delivery of energy. Complainant did not indicate that there was any adverse effect to the patient or staff member performing CPR due to the reported malfunction. Complainant indicated the staff member did not receive treatment after the reported event.